Event description:
Pt developed prosthetic dysfunction due to thrombus. The pt was reoperated and the valve replaced. The pt recovered.

Manufacturer narrative:
Valve is being returned from (B)(6). Eval will be performed once rec'd.